Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While evaluating this device for a different symptom, a philips field service engineer (fse) identified an issue with the bezel of the defibrillator where the ac led was not illuminated and the lead select button was "abnormal". There was no patient involvement as this was found during servicing.